Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) underwent a memory reset. Afterward the ICD exhibited no output. The ICD was replaced.